Manufacturer narrative:
The issue was investigated by the customer in-house service personnel. The switch was replaced. No ge healthcare service performed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Report source other: (B)(6) aer database.

Event description:
Reported via (B)(6) aer database: it was reported that a during a procedure the device switch failed resulting in a loss of ventilation. The operation was delayed. There was no patient harm or injury reported.